Event description:
Related manufacturer report number 2017865-2022-07340. It was reported that noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead and the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, not intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.